Manufacturer narrative:
It is impossible to proceed to actual evaluation and to confirm device history record since the device was not returned and serial no. Was not identified for this suspected device. It is regarded that fracture occurred on the stent caused by patient's bended lesion, peristalsis of internal organs, and stenosis. However it is hard to identify the exact root cause for this complaint because it is difficult to reconstruct the situation at the time of procedure with limited info without device. The suspected device is not registered in the us, however, we decided to proceed MDR reporting as an event of stent fracture even though there was no patient injury. We will continuously monitor whether similar complaint occurs.

Event description:
(B)(6) 2014: ddt2210 was applied to a patient with pyloric stenosis. (B)(6) 2014: started an oral anticancer agent ts-1 (ts-1??) Treatment. (B)(6) 2014: stent fracture suspected by CT. Patient was kept under periodic follow-up. (B)(6) 2017: ercp was performed and stent fracture was confirmed. By then, original stenosis was removed by ts-1?? Treatment. Since stent patency was maintained no further treatment was taken. Patient is still under follow-up. No returned device available as this stent is still within patient's body. There were no patient complications as a result of this event.